Event description:
I started having lung pain and shortness of breath just over a year and a half ago. I went to the hospital a few times over the last year. I had test and x-rays and they found infection and very small nodules in my CT scans. I saw that there is now a recall on the phillips CPAP machines I have used the last 5 years. One lasted until jan of this year and then I got a replacement. The recall is based upon a "small chance" of the issues I have been having. I reported it yesterday to my doctor, and hope they report it to you. I also pray that there is no long term issues from these machines. I have had shortness of breaths, lung pain, and coughing spells for a year. I registered both devices and both were a part of the recall. I never used an ozone cleaner or anything non verified by the manufacturer. I wanted to report to you. FDA safety report ID# (B)(4).